Manufacturer narrative:
On 14apr2025, pt provided additional information by email. Medical visit receipts for (B)(6) 2025. Diagnosis code: t26.11xa (a burn of the cornea and conjunctival sac of the right eye, initial encounter). Placement of amniotic membrane on (B)(6) 2025. Copies of prescription medication receipts: 1. Prednisolone ac 1% eye drop four times daily (qid). 2. Moxifloxacin 0.5% eye drop three times daily (tid). 3. Tobramycin-dexameth ophth susp qid. 4. Muro-128 5% ointment. On 24apr2025, pt provided medical records via email. Visit date (B)(6) 2025: first visit on (B)(6) 2025: current eye symptoms: light sensitivity, dryness, eye pain or soreness. Chief complaint: pain and light sensitivity od anterior segment exam od: trace diffuse bulbar injection, absent foreign body (fb), elevated conjunctival/limbal area palpebral: absent fb cornea: large epithelial defect ¿temp¿, extending superior, scattered spk epithelium: diffuse grade 2+ superficial punctate keratitis (spk) limbal>central, small 1mm abrasion x 2 superior, inferior at 6 o'clock rapid tear break up time anterior chamber: deep and clear. Final diagnosis: h16.101- superficial keratitis od, 2nd visit on the same day plan: discontinue all drops except tears, refer stat to ophthalmologist for evaluation. Second visit on (B)(6) 2025, emergency visit: history/chief complaint: pt put on contact lens (cl) od and stated had pain and burning od, light sensitivity-worsening, eye pain less than 1 day, constant meds: tobramycin, refresh, optase hylo night va od dcc (distance with correction): od: 20/70, ph 20/40 intraocular pressure: od: 19 comments: prokera od od external examination: pupils: round, brisk, no rapd motility: full/ortho, cvf: full adnexa: normal. Od anterior examination: l/c/s: chemosis cornea: corneal epithelial defect without infiltrate with foamy mucous forming in defect an in adjacent conjunctiva; no evident barrier at limbus, punctate epithelial erosions anterior chamber: normal depth, quiet iris: flat, lens: clear. Diagnosis: corneal burn od, initial encounter patient presented today with pain after contact lens insertion worsening as day went by despite washout, examination consistent with alkali injury washout in office today- ph paper confirms appropriate ph 7.0 place prokera and ok to patch today, tomorrow, start ¿pf¿ qid, moxi qid with prokera in place return to clinic (rtc) monday pm prokera removal. Meds (final): tobramycin, refresh, optase hylo night follow up in 3 days- intermediate exam. ICD-9 codes: 940.4d ICD-10 codes: t26.11xdd. Visit on (B)(6) 2025: follow up on corneal burn od, initial encounter hpi: prokera removal od, duration: 3-5 days, severity: improving, context onset/aggravation: pt states bandage was scratchy. Meds: refresh, optase hylo at night, ¿pf¿ qid, moxi qid va od dsc (distance without correction): pt did not bring glasses intraocular pressure: od: 20 comments: prokera od od external examination: pupils: round, brisk, no rapd motility: full/ortho, cvf: full adnexa: normal. Od anterior examination: lids normal cornea: large area of superior negative staining not connected, fully epithelialized anterior chamber: normal depth, quiet iris: flat lens: clear. Diagnosis: corneal burn od, subsequent encounter examination (B)(6) consistent with alkali injury- pt presented with pain after new cl insertion worsening as day went by despite washout washout in office friday. Remove prokera taper ¿pf¿ starting friday (3-2-1) discontinue (d/c) moxi qid add muro ointment at bedtime (qhs) at least 30 days rtc 4-5 weeks f/u. Meds (final): refresh, optase hylo night, ¿pf¿ qid, moxi qid follow up in 4-5 weeks ICD-9 codes: 940.4d ICD-10 codes: t26.11xdd. Visit date (B)(6) 2025: follow up on corneal burn od. History: corneal burn follow up od x 1-2 months, severity: improving meds: refresh, optase hylo at night, ¿pf¿ qid, moxi qid. Va od dcc (distance with correction): 20/40-2. Intraocular pressure: od: 18. Od external examination: pupils: round, brisk, no rapd motility: full/ortho, cvf: full adnexa: normal. Od anterior examination: lids normal cornea: large area of superior negative staining not connected to limbus improving, fully epithelialized, no ¿lscd.¿ anterior chamber: normal depth, quiet iris: flat lens: clear. Diagnosis: corneal burn od, subsequent encounter examination (B)(6) consistent with alkali injury- pt presented with pain after new cl insertion worsening as day went by despite washout washout in office friday, (B)(6) - d/c moxi qid prokera removed (B)(6). No episodes of ¿rce¿, however, with persistent negative staining would recommend continue muro through month 3 when we expect full epi remodeling recommend checking in with ecp 2 months for fluorescein k check as needed (prn) meds (final): refresh, optase hylo night, ¿pf¿ qid, moxi qid. Follow up ophthalmologist prn visual acuity both eyes (ou): dcc: 20/25-2 . ICD-9 codes: 940.4d, ICD-10 codes: t26.11xdd. No additional medical information has been received. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
On (B)(6) 2025, the patient (pt) provided additional information. The pt visited the treating eye care professional (ecp) and was advised to continue muro 5 at night so the eye does not become dry during sleeping and cause scratching. The "eye cells" look better and the eye "looks like it is in good shape." The pt does not believe there was any permanent damage, was not advised to follow up with this treating ecp again, and can follow up with the prescribing ecp in 3 months. One opened blister package containing 1 lens was received. Magnified visual inspection was completed on (B)(6) 2025 revealing a misshaped lens. No further investigation can be performed. No additional medical information has been received. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Event description:
On (B)(6) 2025, a patient (pt) reported the right eye (od) "seared like knives were cutting into my eyeball" after inserting an acuvue® oasys max 1-day brand contact lens (cl) on (B)(6)2025. The pt "immediately started applying water to the eye and after that didn't work, immediately took out the contact from my eye." The "burn continued so severely" the pt visited an eye care professional (ecp) who "who looked at my eyes with concern saying it looked like there were scratches and my eye was extremely irritated as though it was burned." The pt was prescribed an "eye drop for infection" (name and dosage not provided). The pt reported the pain was no less within two hours; therefore, the pt returned to the ecp and was referred immediately to a second ecp. The second ecp concurred that the eye "looked as though it had a chemical burn." The pt reported the second ecp "put on a large contact that had stem cells and covered the eye with a patch. I had to go get two different prescription eye drops one for infection the other was a steroid. I have to wear the contact with the eye taped shut until monday putting in the prescriptions every 4 and 6 hours respectively. The eye does feel slightly better today. That said, I had to move a very important meeting for work in order to go back to the doctor to have the contact taken out and ensure that my sight is not impaired." On 03mar2025, the pt provided additional information. The pt stated on friday (B)(6)2025), upon inserting the od lens, the pt experienced immediate and severe pain. The pt rinsed the od with water and "was told later it was the best thing the pt could have done." The pt visited an ecp who advised the pt of "scratches on the eye that were consistent with a chemical burn." The ecp prescribed an antibiotic drop (moxifloxacin) and the pt went home. The od was still extremely painful so the pt called the ecp and was told to come back in. The ecp stated the od was worse and referred the pt to another ophthalmologist. The pt reported mucous in the od that ophthalmologist "had to clean out" and also stated the pt had a chemical burn. The ecp "put in a contact lens that contained stem cells" and covered the eye with a patch which the pt wore until the next morning. The pt was also prescribed a steroid drop, prednisolone 1%, and was instructed to use both the antibiotic and steroid drop every 2 hours after removing the patch. The pt was seen by the ophthalmologist again today and was advised "the eye cells were rebuilding nicely and took out stem cell contact lens." The pt continues steroid drops four times daily (qid) and was told to purchase b&l muro 128 gel to use at night. The pt is no longer taking moxifloxacin. The pt was advised to not wear cls for 2 weeks and has a follow up visit on (B)(6) 2025. The pt advised that the ophthalmologist agreed to allow the pt to wear cls for an "important meeting" because the pt "could not wear glasses for the meeting." The pt was advised not to insert cls until 30 minutes after medication and to remove the cls immediately after the meeting. Attempts were made to contact the pt's first treating ecp and second treating ecp (ophthalmologist) for additional medical information on 03mar2025 and 05mar2025 with no success. On (B)(6) 2025, a representative from the treating ophthalmologist's office provided additional information. The pt was seen on (B)(6)2025, was diagnosed with a corneal burn od, had corneal scraping od, and prokera treatment. When asked it prokera was the "stem cell contact lens" reported by the pt, the representative stated prokera was the scraping of the cornea and the pt was given a "regular soft lens bandage cl with no prescription" to wear "as long as pt is not in pain and it is okay if cl falls out." The pt was seen again on (B)(6)2025 when the ophthalmologist discontinued the moxifloxacin, tapered prednisolone, and advised pt use muro 128 for 30 days. The pt has another follow up on (B)(6)2025. The representative stated it is not noted how much of the cornea was affected, it is only noted the pt had corneal burn od. Final attempts were made on (B)(6)2025 to contact the initial treating ecp for medical information and to the pt's second treating ecp (ophthalmologist) for confirm information for prokera treatment details. No additional information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 4365530108 was produced under normal conditions. The od suspect cl was requested and returned for evaluation but has not yet been received. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.